Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing review was conducted/performed. The investigation summary indicates that the: 1 x part 310.284 / #lot 2740371 / lcp drill bit ø 2.8 mm with stop, length 165 mm. The visual inspection has shown that approx. 30mm from the fluted tip section is broken off. The broken off portion was not returned. Conclusion: the measuring result does show conformity: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel as required and the measured harness was with hrc within the specification hrc. The broken surface is homogenous what indicates material conformity as well. Based on the provided information we are not able to determine the exact cause of this complaint. It is likely that a combination between intense use (during its 6 years of lifespan) and a mechanical overload situation did lead to breakage of the device. In the leaflet ¿important information¿ version: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier, age, date of birth, and weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital telephone: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 18.may 2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the 2.8mm drill bit broke intraoperatively during an unknown procedure on (B)(6) 2017. Fragments were generated but were retrieved easily. Surgery was completed successfully with no delay. This report is for one (1) 2.8mm drill bit. This is report 1 of 1 for (B)(4).